Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav eco high-density mapping catheter and a signal loss occurred. When the pentaray catheter was connected, all body surface and intracardiac electrocardiogram (ECG) signals were lost on both the carto 3 system and the recording system. In addition, ECG signal was lost on the defibrillator. The patient was connected to an anesthesia monitor, but the presence of ECG on the anesthesia monitor could not be confirmed. The eco adaptor and eco cable to the catheter were changed without resolution. The pentaray catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because the inability to monitor the patient's ECG rhythm while devices are intracardiac might lead to undetected cardiac rhythm that could be life threatening.